Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2013. It was reported that the patient was admitted into the hospital on (B)(6) 2014 with alarms and suspicion of a driveline fracture. The patient stated that he had lost weight since the implantation of the pump. When the patient experienced the first alarm he was sitting on the side of the bed, leaned back, and sat back up and then laid down. When he laid down, the alarm occurred. The patient did not experience any alarms while on battery power. X-rays were taken and internal x-rays appeared to show sharp angles of the driveline. The event history was reviewed and a pump stop and red heart alarms were recorded while the patient was connected to the power module. The patient was placed on an ungrounded patient cable, and did not experience any alarms while connected to the power module. The pump parameters were within normal limits and the patient was asymptomatic throughout the series of events.

Manufacturer narrative:
A review of the submitted system controller log files confirmed the reported red heart/low speed alarms which were accompanied by motor stoppage and power elevation events while the pump was connected to a power module. Although these events can be indicative of potential driveline issues, a full evaluation could not be performed as the patient remains ongoing on lvad support using an ungrounded power module patient cable. As initially reported, x-rays of the driveline showed sharp internal angles; however, the images were inconclusive for any compromise to the integrity of the driveline wires. No reports of any subsequent alarms have been received. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient subsequently transferred to another implanting center in a different state. The patient is being monitored and evaluated for transplant; therefore, the medical professionals are not considering a pump exchange at this time. The patient remains ongoing on lvad support with an ungrounded power module patient cable.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.